Event description:
On 10-sep-2025, it was reported that on (B)(6) 2025, a beta bionics ilet user experienced hyperglycemia with a peak blood glucose value of 400 mg/dl after forgetting to prime the tubing during a supply change. The user reverted to multiple daily injections to correct the high, then completed a new supply change and resumed ilet therapy. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.